Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu has been evaluated by the failure analysis (fa) team. Fa was able reproduce the reported complaint when the unit was installed on an in-house system and was run in normal mode. Visual inspection found that the unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the monopolar firing was not working. The tse asked the customer to perform an erbe reboot and to check another socket on the erbe, but the issue reoccurred. Furthermore, the tse asked the customer to try with another monopolar cable and another instrument, but the problem reoccurred intermittently. The customer completed the procedure with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and that the system initially powered on without errors. The customer confirmed that the procedure was completed robotically with same electrosurgical unit (esu).

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe due to both of the monopolar channels not working. The system was tested and verified as ready for use. Isi requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.